Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high threshold. It was also noted that microdislodgement was suspected. The lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.